Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when removing the adc sensor, the "needle broke off and gut stuck in the upper arm". Customer was seen at a medical facility and had a procedure performed to remove the sensor filament. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and clinical studies were performed during product development and on market performance continues to be monitored via clinical trials as a part of on market performance monitoring process. A tracking and trending data is not currently captured because it is newly released product and does not have sufficient data to be able to establish a baseline complaint rate at this time. Typically, the baselines will be established within 12 months from release if a stable complaint rate has been reached. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when removing the adc sensor, the "needle broke off and gut stuck in the upper arm". Customer was seen at a medical facility and had a procedure performed to remove the sensor filament. There was no report of death or permanent injury associated with this event.